Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump also had moisture damage motor during visual inspection. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The wife stated that they started their vacation in (B)(6) and her husband jumped in the water with his pump on. The customer reported fluid under the lcd display. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.